Event description:
A small fixator (code 30000) was applied to a femur mid shaft fracture on 10 year old boy. Two weeks after surgery, two distal screws broke at threaded site near bone. The boy was not weight-bearing. According to the complaint report, "he was very agitated and nursed on the floor on padded mattress and padded surround and did trash around quite a bit."